Event description:
Complainant alleged that while transporting a (B)(6), female patient the device displayed a "system failure" message. Complainant indicated that the clinician switched to a bag valve mask to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose fuse holder. The fuse holder was fastened to resolve the malfunction. Analysis for report of this type has not identified an increase in trend.